Manufacturer narrative:
The device was requested for evaluation but was not returned because the surgeon submitted it as specimen to the facility's laboratory, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This issue is most likely related to an adverse reaction of the patient to the material(s) implanted. Product dfu warns of a possible allergic reaction to the implant materials. Patient sensitivity should always be considered/ruled out prior to the procedure. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.

Event description:
It was reported that 6 months post-op the patient had a reaction to an implant used in an acl reconstruction case. MRI and operative reports show cystic bone reaction with extensive bone edema. A second surgery was scheduled/performed on (B) (6) 2009 to remove the implant. Per the operative report, the patient's previous partial medial meniscal repair was noted to be intact. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.